Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronics technician evaluated the optic module and was able to perform in-vitro calibration. However, immediately after the initiation of measurement, the svo2 value drifted to 78%. The root cause of the issue was determined to be related to a component failure. There are multiple causes for faulty components of this nature, including: misuse -dropping, normal wear and tear, blood spillage, and the possibility of misuse of chemicals utilized for cleaning purposes. The referenced device is a re-usable product and the referenced om2 is more than 8 years old (date of manufacture is apr 14, 2003). There is no evidence of a manufacturing related issue. The device history record review supports that there were no non-conformances reported and all release specifications were met. Additionally, as of in (B)(4) 2009, this type of product now carries a 'use by' date of 42 months. The faulty cable cannot be repaired and was decommissioned. No further actions are needed at this time.

Event description:
Optical module, model om-2, serial number (B)(4) was reported as 'unable to calibrate svo2.' No patient injury was reported.